Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Event description:
Additional information was received that a revision procedure is scheduled. It is intended to implant a defibrillator, but keep this pacemaker implanted as a back-up during the implant since the patient is pacemaker dependant. The physician intends to leave this pacemaker in service following the procedure as well as to not risk infection with removal. Boston scientific technical services was contacted whom discussed programming and recommended removing device as conservative approach due to device interactions. An additional observation of increased right ventricular pacing thresholds was reported. Currently, this pacemaker remains implanted and in service. No adverse patient effects reported.

Event description:
Boston scientific received information that the patient with this implantable pacemaker underwent a coronary artery bypass graft (CABG) surgery. The day following surgery, loss of capture in the right atrium was observed. Asystole and a run of ventricular fibrillation was noted as well. It is suspected the right atrial lead was damaged or dislodged during canulation of the right ventricle. All associated leads are competitor products. Boston scientific technical services consultant was contacted whom recommended to reprogram to pace and sense only in the ventricle to avoid atrial oversensing. Currently, this device remains implanted and in service. No additional patient effects reported.